Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. No anomalies found.

Manufacturer narrative:
Vyaire complaint #: (B)(4).   At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using their avea ventilator, it is alarming low fio2 (fraction of inspired oxygen). The customer used an external oxygen monitor and determined that the delivered fio2 is below specifications. The customer reported that there was no patient involvement associated with this event.